Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-4) and low blood glucose test results. Daughter reported complaint on behalf of the customer via e-mail and was contacted via telephone. The customer is concerned with test results from results obtained of 23 mg/dl (fasting/non-fasting was not provided). The customer¿s expected blood glucose test result range was not provided. Caller stated that the customer was currently in the hospital. On (B)(6) 2025 the customer had symptoms of frequent urination and thirst, and caller had taken customer to urgent care; caller did not recall the customer's blood glucose test result when at urgent care. Customer was transferred from the urgent care to the hospital; customer's blood glucose test result when at the hospital had been 300 mg/dl non-fasting. The diagnosis was high blood glucose. Caller was unsure of the treatment customer received. Customer was still experiencing the symptoms at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 10/19/2024 and were opened about six months ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.